Event description:
Customer admitted due to dka with a blood glucose of 580 mg/dl. Customer was nauseous, pale and vomiting. During troubleshooting, found no delivery alarms and the infusion set cannula was bent. Programming was correct. Performed high pressure test, test failed. Advised that the insulin pump will be replaced. Nothing further was reported.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed selftest, off no power test, displacement test, rewind, basic occlusion, occlusion and excessive no delivery alarm. Unable to prime during prime test due to faulty force sensor. Unable to complete functional test due to prime anomaly. Intermittent button press noted during testing due to flattened dome switch on the down arrow button. Scratched lcd window and missing end cap sticker noted during visual inspection.